Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dosing flow rate accuracy was defective. This occurred during infusion at the facility. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: one product was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer issue could not be confirmed as the accuracy was within specification. The root cause of the issue could not be determined because there was no problem with the pump accuracy, and it was not reproducible. No further action was taken since the device functioned normally.